Manufacturer narrative:
Clarifications received: it was not a cerebral herniation, it was a cerebral hematoma. "Finding a loophole on the microsensor" means that the microsensor was broken and with a gap on it.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The microsensor was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - received catheter in drainage tube with sutures, drainage tube has a split and appears sutures were applied to hold together. The gaps/split in drainage tube did not affect the function of the microsensor. The icp express reading passed with 411. The device passed electronic, noise, and signal drift tests; internal calibration and linearity/hysteresis tests were omitted due to the drainage tube. Based on the above evaluation, the supplier was unable to confirm the complaint. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. The microsensor passed all testing. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on (B)(6) 2021 a microsensor ventricular catheter was successfully implanted into a patient. Later that day it was reported that a cerebral herniation occurred. The physician found that there was a loophole on the microsensor. Therefore, the physician retrieved the microsensor and stopped monitoring. The patient¿s status was reported as stable.